Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. The remaining drive pin appears bent and the tip of the pin shows signs of wear. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
The peg portion of the device that fractured was discarded and is not available for investigation. Per the complaint report, the separation of the peg from the main body of the instrument is consistent with a weld failure of the head of the peg.

Event description:
It was reported that during a total knee replacement procedure, one of the two peg components on a validation tool instrument fractured. The fracture was observed while impacting the peg with a mallet at the final validation step. The fractured item was removed from the surgical area. The validation step and the remainder of the surgery was completed without any surgical delay.